Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose level was 324-325 mg/dl & was lowered w/a correction bolus. The customer indicated that the basal rate needed to be increased. Tandem technical support assisted the customer w/the personal profile time segment feature to adjust the basal rate.